Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the infusion set tape did not stick due to perspiration and water , on (B)(6) 2026. No further information available.